Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress,the outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt shortness of breath. The lead had increased and high thresholds with intermittent pacing failure due to dislodgement. The lead was explanted and replaced. During explant the lead was damaged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.